Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during initial functional testing. The defective air trap block was replaced to remedy the fault. No physical damage was observed during visual inspection. A review of the event log was performed and no anomalies were observed. During initial functional testing, the air trap check screen remained heightened in red and the system could not advance to the next screen. The air trap block was noted to be defective. Additionally unrelated to the reported complaint, the green led d1 was found off and sensors did not detect drop in air trap fixture. Liquid residues were also observed in the optic sensors. An additional repairs were performed as part of routine maintenance. The optic sensors and printed circuit board of air trap were cleaned, after which the console passed all the final functional testing and meets all manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During set up for patient use, the thermogard system (sn: (B)(4)) was successfully primed; however, the "system set-up screen" would not advance with the test stating "air trap" appeared in red. No error message was noted. At this point, site abandoned the use of console altogether and switch to surface cooling blankets instead. No known patient consequences were reported.